Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement, endoleak. Inadequate length length. Results/conclusions: severe iliac stenosis. Conclusions: inadequate aortic neck length.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short measuring 7 mm in length and it was 19 mm in diameter at the renal arteries, 26 mm just above the aneurysm. It was reported upon removal of the delivery catheter after the spindle was retracted the nose cone caught on the ipsilateral limb of the bifurcated stent graft and was pulled down a few mm. The area where the nose cone caught on the bifurcated stent graft was stenosed and had been previously treated with a bare metal stent a year ago. The physician had to pull hard to get the device out of this area. There was a proximal type 1 endoleak and the physician elected to implant 2 aortic cuffs from another manufacturer; however, the endoleak did not resolve. Therefore a 22 mm aneurx aortic cuff was implanted and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.